Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during second day of intra-aortic balloon (iab) therapy, the customer observed blood in the gas line. The console stopped pumping. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during second day of intra-aortic balloon (iab) therapy, the customer observed blood in the gas line. The console stopped pumping. The balloon was removed. There was no reported injury to the patient.

Event description:
It was reported that during second day of intra-aortic balloon (iab) therapy, the customer observed blood in the gas line. The console stopped pumping. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and one leak was detected on the rear membrane seal measuring 0.025cm in length. The reported blood in tubing problem was most likely triggered by a leak which was found on the rear membrane seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).